Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type iii bone) in site #29. Biomechanical overload was involved in the event. The clinician reports premature loading/pressure from a provision prosthesis. The implant was removed on (B)(6) 2013 due to swelling. Med history: no significant findings.